Manufacturer narrative:
The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not delivering air, blower is not spinning. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated the blower is not operating and verified the blower was not spinning while in the pneumatics screen. The rse provided parts ID for the blower assembly to the customer for the repair. Investigation ongoing.